Event description:
It was reported that a malfunction alarm, labeled as malf 12, occurred without any notable preceding events. The customer's blood glucose level did not exceed 500 mg/dl, specifically measuring at 485 mg/dl. As an outcome, the customer was assisted by customer support to reset the pump and advised on the usage of multiple daily injections as a backup therapy. A replacement pump, equipped with updated software, was sent to the customer, who was also instructed on returning the faulty pump to tandem.